Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported t the patient fell and broke her foot in (B)(6) 2018. The patient thought that she might have caught their implantable neurostimulator (ins) on the edge of a door, so she stopped charging the ins because she was taking care of her foot. Due to this issue, the ins wouldn¿t charge. About two weeks prior to the report, the patient met with her doctor because it felt like the ins had shifted and it had stopped working. Also, there was an ulceration/big sore over the ins site and it was ¿like the ins was coming out of the skin¿. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to address the issues. There were no further complications reported or anticipated.